Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that (4) ar-3636 knotless fibertak shuttle link broke at the loop before the final completion of the anchor. The case was completed using another ar-3636 knotless fibertak from a different lot number. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.